Event description:
It was reported the subject camera head had a cord that was damaged. The reported issue was discovered during preparation/prior to sedation. There was no harm patient impact , no harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. Device evaluation found the cable insulation was damaged with cut. Additionally, worn out coupler was observed and the ccd lens had a chipped . A device history review (DHR) was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.